Event description:
Rptr has pedicle screws. She has spasms, knife like-stabbing, urine problems, constant pain in lower lumbar area like someone is pulling her spine apart and like something is stuck in her lower lumbar area. She has burning pain, she also can't sit long due to pain, has electric shooting pains. She can't do housework, her legs give away at times. She has to lie down a lot in bed.